Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20125797. Medical device expiration date: 12/08/2023. Device manufacture date: 12/04/2020. Medical device lot #: 21055609. Medical device expiration date: 05/13/2024. Device manufacture date: 05/06/2021. Medical device lot #: 20125881. Medical device expiration date: 12/08/2023. Device manufacture date: 12/07/2020. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. The customer's address is unknown. Unknown, (B)(6) USA has been used as a default. . Investigation summary: a complaint of sets not working was received from the customer. 12 samples of model #20039e were returned by the customer. It was reported that the sets were not working. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The samples were connected to a cut off syringe tip to check that the fluid path is in an activated position/open when connected to a syringe. The samples were then attempted to be flushed with water using a 10ml bd syringe to confirm an open fluid path. The fluid paths of 2 samples were open and those samples were able to be flushed. The failure was unable to be replicated in these samples. The fluid paths of 10 samples were not open and were unable to be flushed. The customer complaint can be verified in these samples. A device history record review for model 20039e lot number 20125797 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 20039e lot number 21055609 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 20039e lot number 20125881 was performed. There was 1 quality notification issued for the failure mode reported by the customer during the production build of this set. Due to an increase in incidents of this failure mode, a trend for this occlusion issue has been identified for this product line, a CAPA (corrective action preventative action) has been initiated, and a team has been assembled in order to investigate the issue. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported twelve smallbore 6 inch ext vlv had defective tubing. Lot 20125797, qty 3. Lot 21055609, qty 3. Lot 20125881, qty 1. Lot unknown, qty 5. The following information was provided by the initial reporter: "13 unused samples, mat# 20039e samples, multiple lots, labeled " not working"."